Event description:
It was reported by repair work order that the litter and frame were damaged/bent due to a CT machine being lowered onto the corner of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined that the bed was unable to be repaired because of extensive damage.